Manufacturer narrative:
The investigation is ongoing.

Event description:
From encircle clinical study, approximately 2 years and 1 month post-implantation of a 29 mm sapien m3 valve in the mitral position, 2 year follow tte showed thickened mitral valve and mean gradient of 11mmhg. A valve in valve with a 26 sapien 3 ultra resilia was performed. The patient tolerated the procedure well and new valve was functioning as expected.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 component codes, clinical code, device code and type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were confirmed empirically from the medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. Pas reported, approximately 2 year and 1 months post-procedure, patient presented with mitral valve mean gradient of 11mmhg. It also reported that the mitral valve appears thickened which raised the concerns of thrombus. A subsequent CT showed mild-moderate amount of hypoattenuated leaflet thickening affecting the bases of the leaflets. Additionally, there was hypoattenuation affecting motion. In response to these findings, a valve in valve procedure was successfully performed. Per instructions for use (IFU), valve thrombosis is a potential adverse event associated with the use of valve. Thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve and resemble leaflet thickening. It is possible that thrombosis was forming on the valve. Per the report thrombosis was suspected causing thickening of the valve. Therefore, anticoagulant was suggested to change from eliquis to warfarin. Medical record states leaflet thickening. Thickening of leaflets impacts proper valve functionality/ coaptation and results in restricted leaflet motion. Thickening of the valve and restricted leaflet motion could potentially contribute to increased mean gradient across valve. Thickening can impact coaptation of the leaflet; thereby narrowing of the valve opening and closing. As such, it is possible patient factors (thrombosis, leaflet thickening, restricted leaflet motion) was potentially contributing to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.